Event description:
Patient allegedly received an implant via the right internal jugular vein due to pulmonary embolism patient is alleging migration, tilt, vena cava and organ perforation (mesentery) , embedment, device is unable to be retrieved. Patient notes and further alleges experiencing "mental anguish and stress about the status of my filter nd any related injuries". Per the inferior vena cava (ivc) filter insertion report dated 20oct2015: "a select brand inferior vena cava filter was deployed at the approximate level of l2-l3". Per the 29jun2016 attempted ivc filter retrieval: "due to the difficulties and small size of the inferior vena cava I elected to stop the procedure". Per the 18jul2016 cta (computed tomography) abdomen/pelvis: "impression: the patient has an ivc filter in place. At least 2 of the major and 2 of the minor tines extend beyond the confines of the inferior vena caval wall without adjacent hematoma, fluid, or inflammation".

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01286.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.